Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was treated twice by paramedics for hypoglycemia, with one blood glucose reading around 30 mg/dl. The customer's daughter stated that prior to the event, the customer had two stints placed around her heart last summer and was currently on blood thinners. The customer stated that a week prior to the event, she had to visit a psychiatrist due to distress over inability to control her blood glucose levels. The customer has used the model mmt-398 quick-set infusion set and a silhouette infusion set. Programming was correct. Nothing further was reported.